Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the haptic would not bent.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a1. The manufacturer internal reference number is: (B)(4).